Event description:
Hosp reported the flex joint on the overhead counterpoise system broke causing the injector head to fall. The injector head cable kept the head from hitting the floor. No injury occurred.